Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#:1627487-2017-06223. The patient reported feeling pain at the lead site, as well as a ¿pull¿ in her back at the lead site when changing positions. Patient may be awaiting surgical intervention.